Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received occlusion alarms during bolus and basal delivery. The customer's blood glucose (bg) level was in the 400s (mg/dl). A corrective bolus and a manual injection were administered by the customer's spouse to address bg level. The customer's spouse also changed the customer's infusion set site. The customer declined to troubleshoot the occlusion alarms. Reportedly the customer would continue to use the pump for insulin therapy.